Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the guidewire failed to advance through the right atrial (ra) lead. The ra lead was not used and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported event of failure to advance stylet was confirmed. As received, a complete lead was returned in one piece. Visual examination found blood and body fluids at the connector pin region and on the lead body throughout the lead. Stylet insertion test found obstruction/restriction at the proximal region of the lead. After cutting the lead at stylet obstruction/restriction region to examine the condition of the inner coil, the inner coil was found to be clogged with blood/body fluids. The cause of the reported event was isolated to the inner coil clogged with blood/body fluids.